Manufacturer narrative:
(B)(4). H6-component code- suggested code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: visit #1: severe pain with twisting/pivoting, moderate stiffness; visit #2: began to have pain a few months following a fall. Cause of the fall is unknown. X-ray showed satisfactory position/alignment without evidence of lysis, wear, loosening, or gross failure. Successful aspiration of the knee performed. Complaint is confirmed with the provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional associated products & mdrs: 42500006402 femur cemented posterior stabilized narrow right sz 8 lot# 64706246 MDR: 3007963827-2023-00124. 42532007102 tibia cemented 5 degree stemmed right size e lot# 64780562 MDR: 3007963827-2023-00125. 42522600712 articular surface fixed bearing (cps) right 12mm lot# 64650133 MDR: 3007963827-2023-00126. 42540000029 all poly patella cemented 29 mm diameter lot# 64843489 MDR: 0002648920-2023-00093.

Event description:
It was reported a patient underwent a right total knee arthroplasty. Subsequently, about 2 years two months post procedure the patient fell for unknown reasons, causing pain and swelling. Patient was seen in the office where knee was aspirated without complication.